Event description:
A consumer reports blurring of vision following intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received on 08/01/2008 from the consumer. At her request, the surgeon was not contacted.